Event description:
Patient reported being injected with skinvive¿ by juvéderm® in an unspecified location. Patient noted the day after injection, they began to experience non-device related blurred vision, "trouble focusing", feeling "dizzy weak", and having "heart palpitations". Symptom resolution is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "heart palpitations", deemed not device related, is considered an unexpected adverse drug experience.